Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where in the migrated lead was explanted and replaced, restoring the therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02087. It was reported that one of the patient's lead had migrated. The issue was confirmed via x-ray. As a result, surgical intervention may take place to address the issue. It is unknown which lead is liable for the issue. Hence, both leads are reported.